Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope displayed b30 error (scope communication error) and there was no image displayed. The user also reported a kink in the scope prior to use. There were no reports of patient harm or impact associated with the event. This report is being submitted for the b30 error.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The scope was cleaned and inspected. The investigation revealed there was a b30 error code and no image. Also, the insertion tube was severely dented, and the device failed the ring gauge test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the charge coupled device unit was damaged by physical stress that was applied to the insertion section during user handling, having caused the suggested event. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - do not strike, hit, or drop the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the distal end of the endoscope, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.